Event description:
It was reported that there was a problem with impedances and impedances were high. The system was implanted for 6-8 months when this issue occurred. The patient did not have effective therapy and they had less than 50% therapy relief. Impedances were measured when only the lead was connected and they were okay. The healthcare professional decided to change the extension, but when everything was connected there were greater than 10,000 ohms for six electrodes. The cause of the event was determined and it was the lead, not the extension. There were no lead fractures noted. A lead revision to change the lead was planned for (B)(6). The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was okay.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).